Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a circumferential fracture. In addition, the fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified a fiber body break between the control knob and distal tip. A functional testing to measure for the firing output rate could not be completed due to the identified fiber body break. Based on analysis results, it is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the beam was coming out the tip of the fiber. A second fiber was used to complete the procedure without patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the beam was coming out the tip of the fiber. A second fiber was used to complete the procedure without patient complications.